Event description:
The unit was found in the storage area with note stating "check brakes".

Manufacturer narrative:
The hill-rom technician found the brakes set, however only foot end caster lock due to the connecting rod broken at the head end. He replaced brake steer with an upgrade kit which resolved the issue.